Event description:
Per the clinic, the patient developed infection at the implant site and subsequently, the patient was treated with topical antibiotics. The device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient was also treated with IV and oral antibiotics.